Manufacturer narrative:
Product analysis: the product has was not returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), a right femoral dissection occurred at the access site and was treated with a covered stent. No additional adverse patient effects were reported.